Manufacturer narrative:
This complaint was received via user report # mw5165673. Abbott diabetes care (adc) is unable to further investigate the reported complaint due to the absence of an alleged product issue. Additionally, no contact information was provided in the user report, rendering adc unable to conduct any follow-up activities. The date of event is unknown. The date entered in section b3 of this report represents the date adc became aware of the event. The device manufacturing date is also unknown, and the date entered in section h4 reflects the date adc became aware of the event. All pertinent information available to adc has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report # mw5165673 concerning the lingo glucose system device. The report indicated that users of the lingo device were posting reviews and/or complaints on the website http://www.trustpilot.com/review/hellolingo.com. The reporter noted that abbott was actively acknowledging these reviews and/or complaints but commented that this information was not being reported to the FDA. No contact information was provided; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information available, there were no reports of serious injury associated with this event. Please note that abbott logs complaints related to the lingo glucose system identified on this website into our complaint handling system.